Event description:
It was reported by service report that the motion interrupt pan was damaged at the mounting holes which could cause it to be stuck at high height. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged motion interrupt pan.